Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error. The customer¿s blood glucose level was unknown. The customer stated they were sitting on the beach and went into the water and the insulin pump started alarming. The customer reported that the insulin pump also received had a broken force sensor was detected during seating or regular delivery alarm. The customer reported that the insulin pump was not exposed to a high magnetic field. Customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to blank display. Unable to verify pump error 35 or critical pump error alarms due to blank display. Corroded force sensor assembly and moisture damage on motor assembly.